Event description:
A customer reported a dull knife was experienced during surgery. The surgeon had to use force to make the incision. There was no pt harm reported.

Manufacturer narrative:
Six unopened samples were returned. Eval of the sample showed the following results: the samples were examined using (B)(4) magnification and all were fund to be conforming. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. The root cause for this complaint is unk because the returned samples were conforming to specs. (B)(4).